Manufacturer narrative:
(B)(4). Batch number: p5798x. Investigation summary: three pictures were provided; the first picture shows tissue with staples on it. It is not possible to see if the staples have the proper formed shape. The second and third picture shows a black reload from top view inside of a plastic bag. The reload can be seen fully fired. Based on the photos alone the event describe is confirmed. The analysis found that one pcee60a device was returned with no apparent damage and with two gst60t cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. He batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a whipple procedure as they were firing along the stomach using a gst60t reload, the inner row at the distal end did not form completely. Some were goal post shaped and some did not form or enter tissue at all. The proximal end was okay. The procedure was completed by over-sewing the distal end. There were no patient consequences reported.